Event description:
On (B)(6) 2020, it was reported that patient took 5-day course of antibiotics, prescribed as prophylactic measure. No further information provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 8 months (the age is calculated from the date of implant to the event date.) The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient called the vad coordinator's phone and reported pain and blood at driveline site. Patient took 5-day course of antibiotics. On day 2, there was light bleeding, but no pain. No further communication on issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported bleeding cannot be conclusively determined. The patient experienced pain and blood at their driveline exit site. They were placed on a 5-day course of antibiotics. On the 2nd day of antibiotics, the patient reported having light bleeding but no pain. The issue reportedly resolved on (B)(6) 2019. The patient remained ongoing on vad support until they experienced further bleeding related issues on (B)(6) 2019 (reported under MFR #2916596-2019-03641). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation. No further information was provided. The manufacturer is closing the file on this event.